Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (not communicating properly with belt) has been confirmed. Upon investigation the monitor failed incoming functionality testing. The cause for the test failure was isolated to oxidation on inter-pca connector j1003. The oxidation build-up on the tin connector pins increased the resistance, causing the electrode belt communication failure. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor was unable to properly communicate with an electrode belt.